Manufacturer narrative:
(B)(4). Additional information such as patient gender, dob, weight were requested, however no information has been received. Additional event information has been requested, but no information has been provided. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A surgeon reported to gore that a patient had a gore® synecor preperitoneal biomaterial placed during a complex ventral hernia procedure, described as class 2 or class 3 wound. It was reported the device was placed in the retromuscular position. Following removal of the drains, the patient reportedly had late seroma that subsequently became infected. The surgeon reported the device was removed in order to resolve the infected seroma.